Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform the functional testing, including the self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to the display anomaly. The pump was received with minor scratches on the display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump was flashing white and or had blank screen. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 144mg/dl. The customer was advised the pump would be replaced and returned for analysis.